Event description:
The patient came in for a post-op appointment and x-rays revealed that the rod was broken. The surgeon had to remove the rod and 3 screws 2 years and 1 month after primary. The surgery was completed successfully. The patient was not in any pain once the rod broke. The patient was working out 2-3 times a day.

Manufacturer narrative:
Batch review performed on 14 october 2021: lot 1821287: (B)(4) items manufactured and released on 01-feb-2019. Expiration date: 2024-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 2 years after deformity reduction surgery in an adolescent patient, one of the rods, in a region not supported by pedicle screws, broke. According to report, the patient was doing regular workout exercises, and this may have subjected the implants to excessive stress, particularly in the unsupported area, that required additional screws and a new rod. Direct analysis to verify that no defect was present in the rod would have been advisable, but according to report the rod is not available. A reasonable explanation for the fracture of a defect-free rod is available as detailed above. Patient match planning review: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.